Manufacturer narrative:
While it is unknown if the integrity used in this case caused or contributed to the patient's symptoms, it is possible as allergic reactions to dental materials are know and reported, with medical consequence being dependent upon the severity of the individual's allergic response and subsequent exposure to the same material. The device was not returned for evaluation and the lot number is not known for retained-product testing and/or DHR review.

Event description:
It was reported that a patient developed hives in the mouth and on the face, neck, torso, and back shortly after a provisional restoration was placed using integrity, tempbond, and a voco core build-up material ( the latter two products are not manufactured by dentsply). As a result, the patient consumed benadryl, irm was also present and was removed prior to placement of the provisional; the patient reported having a previous reaction to a dental product, though the product involved is not known.